Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced high blood glucose level of 438 mg/dl and blank display. The customer¿s blood glucose level was 233 mg/dl and treated with insulin. Customer states that ring from battery cap stuck inside pump at reservoir compartment. The customer states he is partially blind and no battery in pump due to the battery cap being damaged. Also says blood glucose was little high because of a cold. Was just changing the battery due to low battery blank display. Customer also stated that with troubleshoot for blank display. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the spring is neither damaged nor corroded. Customer states the display did not return. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and stripped battery cap (p) coin slot.